Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. The complaint device was discarded and not available for physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Depuy synthes has been informed that the lot number is unavailable.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) incomplete. Depuy synthes has been informed that the lot number is unavailable.

Event description:
It was reported by the sales rep that the tip of his 2.4 gii drill bit broke off in the patient during a bicep procedure. The part was removed with a grasper. There were no patient consequences or delays. The case was completed fine as the surgeon drilled far enough prior to the drill bit breaking. The sales rep was not present during the case and could not provide any more details. The device was discarded by the customer.